Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used during a procedure performed on an unknown date. It was reported that the staff went to use dreamtome rx 49 and then just broke. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: the returned dreamtome rx 49 was analyzed, and visual inspection found that the handle was broken, the broken section had white marks. The cutting wire wasn't broken. The device returned without the guidewire. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire break was not confirmed. According to the product analysis performed on the device, the handle was broken, the white coloration near the break area suggests that there was force or manipulation applied on the device to get the damage; therefore, this problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the autotome and the scope (hitting against a hard surface). Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used during a procedure performed on an unknown date. It was reported that the staff went to use dreamtome rx 49 and then just broke. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.